Event description:
Pt underwent hysterosalpingogram procedure using a uterine cannula instrument. Two days later, the pt passed a small round piece of metal from the vagina. It was determined that the black rubber "olive" and the metal piece were probably assembled in reverse and the metal piece came off.